Manufacturer narrative:
The returned device was evaluated. No product performance issues related to the reported event were identified, based on results of the investigation, the customer complaint could not be confirmed. (B)(4). Device manufacture date: from 12/06/2009 to 06/14/2015.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the rad 8 has worked on a patient with a pace maker as long as they have had it. The rad 8 heart rate is now jumping all over the place from 40's to 90's and there has been no change in patient condition. No consequences or impact to patient.